Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al1n142913 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006 block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection, staphylococcus aureus was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient underwent explant surgery due to pocket infection. The patient was positive for a staphylococcus (staph) infection. The patient was prescribed antibiotics for seven days from the explant date. The patient is considering a re-implant. The staph was positive from a pcp swab of the incision; the swab from the pocket at the time of the explant is pending. The patient is doing well post-op. The patient completed antibiotics. The patient has a follow up with the physician. There are plans to re-implant the patient for (B)(6).

Event description:
It was reported the patient underwent explant surgery due to pocket infection. The patient was positive for a staphylococcus (staph) infection. The patient was prescribed antibiotics for seven days from the explant date. The patient is considering a re-implant. The staph was positive from a pcp swab of the incision; the swab from the pocket at the time of the explant is pending. The patient is doing well post-op. The patient completed antibiotics. The patient has a follow up with the physician. There are plans to re-implant the patient for november or december.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).